Event description:
A technician reported a case of diffuse lamellar keratitis (dlk) one day post lasik treatment. Reporter indicated the flap was noted by the surgeon as being 'sticky' and that it took a while to get the flap lifted. Reporter stated the flap settings were adjusted, and there have been no other issues. Upon additional follow up, reporter indicated an increase dosage of topical steroid eye drops was prescribed, and the dlk has resolved.

Manufacturer narrative:
Additional information: a review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfile for the day of treatment showed no abnormalities. The observation of the energy values during the day showed very stable values and no errors. There was also no deviation between planned and measured energy detectable. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).